Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported that the patient developed a mrsa infection around the pump and it was removed 2 weeks after implant. The exact date of the explant was not known. The patient was noted to be in the hospital on intravenous antibiotics and went home with PICC line antibiotics for 8 weeks after the pump was removed. The patient had recovered, the infection resolved, and the patient was doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.